Manufacturer narrative:
The device was in use for treatment. The atrial lead sensitivity was reprogrammed. The atrial lead remains implanted; therefore, it will not be returned for analysis. No adverse patient effects were reported. The device history records are not available for review as the product was manufactured over 28 years ago and exceeds oscor's established procedure for record retention. The instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for sensing threshold. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that the system has been exhibiting some sensing issues. Oversensing of possible noise and farfield vs events was noted during some ventricular tachycardia episodes. The atrial sensitivity was reprogrammed from 0.5 mv to 3.0 mv during the last follow up visit. It was reported that now there is just some occasional farfield oversensing on the atria channel resulting in some inappropriate atrial tachycardia response (atr) mode switches. No adverse patient effects were reported. The lead has been actively implanted for over 28 years.